Event description:
It was reported when using the pyxis medstation es system, unable to pull medication due to time was delayed on station. The customer reported time was delayed on station, causing ten minutes delay in dispensing of the medication to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that there was configuration issue. The technical support specialist connected to the station and adjusted the time in accordance with the knowledge article to resolve the issue. The customer has verified that the time is now accurate. The system functioned as intended after the technical support specialist troubleshooted the device.